Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged, stretched proximally and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing the device. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 30-34mm in length, 2.25-2.5mm in diameter, eccentric and the de novo target lesion was located in the severely tortuous and moderately calcified left circumflex artery. The lesion contained a >45 and <=90 degrees bend. After cannulating the ostium with a 6f 3.5 cls guide catheter coaxially, a non bsc guide wire was placed distally. Predilation was performed using a 2mmx12mm non bsc balloon catheter, leaving 40% residual stenosis in the lesion. A 2.50x38mm promus element long stent was advanced but resistance was encountered and the stent delivery system did not move in the bend. The device was pulled back and it was noted that the stent struts were lifted up and damaged. The procedure was completed with another of the same device and post dilated with a 2.5mmx12mm non bsc balloon catheter. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 30-34mm in length, 2.25-2.5mm in diameter, eccentric and the de novo target lesion was located in the severely tortuous and moderately calcified left circumflex artery. The lesion contained a >45 and <=90 degree bend. After cannulating the ostium with a 6f 3.5 cls guide catheter coaxially, a non bsc guide wire was placed distally. Predilation was performed using a 2mmx12mm non bsc balloon catheter, leaving 40% residual stenosis in the lesion. A 2.50x38mm promus element ¿ long stent was advanced but resistance was encountered and the stent delivery system did not move in the bend. The device was pulled back and it was noted that the stent struts were lifted up and damaged. The procedure was completed with another of the same device and post dilated with a 2.5mmx12mm non bsc balloon catheter. No patient complications were reported and the patient status was stable.